Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of a leak in the catheter was confirmed and it appears that the catheter was damaged during use. One 4 fr groshong single lumen nxt clearvue PICC was returned for investigation. The product had been assembled. The stiffening stylet had been removed and the two-piece connector had been secured to the 4 fr tubing. The catheter extended 50.1cm from the distal end of the strain relief oversleeve. Residue was observed on the external surface of the two-piece connector, which is evidence of use. It was reported that the PICC was placed in (B)(6) 2016. A leak was detected 3 months later. A functional test of the catheter revealed a leak in the tubing between the 46 and 47 cm depth marks. A microscopic examination of the leak site revealed a slice in the tubing with sharp edges. The slice breached the wall of the tubing and exposed the inner lumen of the catheter. It appears that the tubing was damaged with a sharp instrument. Two smaller holes with jagged edges were also observed in the tubing within a millimeter of the slice. One of the two smaller holes breached the catheter wall. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Do not use the device if there is any evidence of mechanical damage or leaking.¿ a review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot. The product is 100% leak tested during the manufacturing process. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rezl1027 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the patient accepted implantation of a bard catheter (model: 7617405) through right basilic vein below elbow on (B)(6) 2016 with 48 cm implanted into the patient's body and 5 cm left outside. The x-ray showed that the tip of the catheter was in good position at the intercostal space of the third anterior rib. The catheter was in good use under maintenance before. However, it was found that drug liquid leakage occurred during infusion on (B)(6) 2016, which was immediately stopped. After flushing, the catheter was pulled out for 1.5 cm and there were sand holes found to have occurred on the catheter. Considering that the patient needed further infusion of chemotherapy drugs and if the catheter tip was trimmed in a too shallow way, there might have been related risks to the patient. The catheter was thus pulled out and a new catheter was then used for re-implantation. On 12/27/2016 - it was reported that after the PICC was pulled out 1.5 cm, the catheter tip was in the axillary vein. The patient was receiving irritating chemotherapy agents so the PICC was removed and replaced. The patient did not have any tissue injury from the reported infiltration.